Manufacturer narrative:
Additional information received: incident date. > 9/11/23. Was there a delay in surgery due to product problem? > no. Patient outcome. > yes. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? > yes. Did each pin engage the cranium in a perpendicular approach? > yes, all pressure on pins were at 60 and stable for at 20 minutes before draping the patient. Investigation findings: the mayfield triad skull clamp (a1108) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the unit could not duplicate 'slippage' as reported. The unit does have slight movement in the lock, but when properly positioned and put under pressure, it did not move. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient's head slipped out of the pins of the mayfield triad skull clamp (a1108) during an unspecified procedure. No information has been provided on patient injury or surgical delay.